Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes are not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of imagery provided confirmed the commander delivery system balloon burst, missing distal balloon part. The balloon of delivery system appears catching on esheath distal tip. Calcifications noted on native valve leaflets, predominantly on ncc and rcc. In this case, balloon burst was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as the patient presented severe calcification at the stj junction per information provided. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Withdrawal difficulty was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (altered balloon profile) likely contributed to the event as the balloon burst during deployment. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in brazil, regarding 29 mm sapien 3 transcatheter heart valve was implanted in the aortic position via a transfemoral approach, during the procedure, the balloon of the commander delivery system ruptured at the end of inflation, which was noted during deflation due to the presence of blood in the syringe. Despite this, the valve was fully deployed. There were difficulties withdrawing the commander system through the esheath and the esheath got damaged (liner torn), necessitating a surgical cutdown to remove the device. A partial dissection of the common iliac artery occurred, and a stent was implanted. Post-procedure, the patient was in stable condition but passed away on the same day after some hours in the ICU.